Event description:
The hospital reported that during the saphenous vein harvesting procedure, a vv7 had insufflation problem. A second unit was opened, but had insufflation problem as well. The procedure was completed with an open leg technique. No other patient complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the report problem.